Event description:
Per complaint form: inbound. Patient reports no disposable alarm on both pumps while using 100 ml cassette with flow stop. Despite troubleshooting, alarm persists, so patient mixed and changed cassettes. No further details provided. No injury.